Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, patient underwent treatment for an abdominal aortic aneurysm (aaa) where a reduced profile gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was used in the right internal iliac. It was reported that the vbx device dislodged from the balloon while physician was pulling back on an unknown brand 12x45 sheath and the stent sheared off the balloon. The stent stayed inside the patient in the terminal aorta. It was reported that the stent was left as endotrash since it was not deployed. A new vbx device was used to complete the procedure. Reportedly, physician suspects the issue was due to the extremely tortuous anatomy. It was not a smooth transition due to the anatomy of the patient. The patient did not experience any adverse consequences.